Event description:
The physician reported that during interrogation of the device, the nominal programming was re-started continuously, preventing access to device parameters. The programmer reboot solved the problem.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. Method: follow-up files were analyzed. Conclusion: intermittent defect of programmer nominal key (software or hardware). (B)(4). Log files were retrieved and sent for analysis (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. This file is not available by the user, but the user may send a copy to the manufacturer for analysis). The analysis revealed that the continuous nominal settings resulted from nominal programming either through the touch screen or the keyboard (the cpr3 nominal button is clearly excluded). Two hypotheses can be raised: either the nominal button of the keyboard was blocked (and got unblocked when the orchestra was re-started) or there is a problem with the key driver. In case, this event is reproducible (on other devices), the programmer will need to be sent back to after sales service. There was no issue with the ovatio ICD.